Manufacturer narrative:
This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution.

Event description:
It was reported that the right ventricular (rv) lead showed varying impedance on the rv coil due to the screw in the header of the device not being fixed all the way. The lead also showed noise then the physician manipulated the pocket. The lead was capped and replaced and device was revised. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed.analysis of the device memory indicated the impedance trend on the rv (right ventricular) defibrillation coil was variable. Right ventricular (rv) defibrillation impedance varies from 52 to 158 between (B)(6) 2016.